Event description:
The patient reported that within days following implant, the patient noted a heart rhythm that was a "pretty steady" with total of 20 missed beats per minute. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.